Event description:
It was reported that the controller was giving the patient (pt) a message saying to replace the controller batteries soon. Rep then conferenced the pt in on the call. Pt said that they had been messing with the equipment for months. Pt said that the controller was now giving them a big red triangle with a message saying to call mdt; pt did not recall any further screen details. Pt said that the recharger paddle was getting hot and had been for months. Pt said that they weren't going to put the paddle on themselves since they would get burned. Patient services (pss) reviewed recharger replacement with the pt/rep. Rep asked if the controller was going to be replaced as well. Pss explained the various message meanings with the pt/rep. Rep and pt wanted the controller replaced as well even though pss explained the various message meanings. An email was sent to the repair department to replace both the controller and the recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Concomitant medical product: product ID 97755 (serial: (B)(6)); section d references the main component of the system. Other medical products in use during the event include: intellis recharger 97755 (serial# (B)(6)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.